Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the patient isn't receiving the prescribed flush volume. The patient had hypernatremia despite the flush rate being increased. The patient received an addition of d5w (5% dextrose in water) to correct the high sodium levels and insulin adjustments were made for increased blood glucose.